Manufacturer narrative:
Based on the current information provided, the non-intuitive motion found during failure analysis is attributed to manufacturing. Failure analysis (fa) on the sureform 60 instrument was completed. The instrument was placed on an in-house system, and it recognized and engaged the instrument on 3 consecutive attempts with no error messages. While being driven on the system, the instrument did not move intuitively. Movement was sideways or opposite to what the hand motion was being experienced at the master tool manipulator (mtm) but, the grips were still able to be opened and closed properly. The instrument passed the clamp and fire test and staple formation on the test sheet was proper. An additional observation not reported by the customer was that the main tube was manually rotated and there appeared to be higher than normal friction of the roll motion when actuated; this failure mode is typically attributed to manufacturing. Also, the I-beam assembly was brought out and was noted to have a noticeable bend at its midpoint; this failure mode is typically attributed to a component failure. A follow-up MDR will be submitted if additional information is obtained. Stapler logs show the sureform 60 instrument associated with this event was installed on the system 6 times and fired 6 reloads (1 green, followed by 5 blue). There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. All installations had one completed clamp, followed by the firing. There was 1 pause for compression on firings 2 and 3, with all other firings completed with no pauses for compression. Next, logs show the second sureform 60 instrument was installed on the system twice and fired 1 blue reload. On installation 1 there was no clamping or firing attempted. On install 2, the system prompted the user to select the reload color manually, as the reload had not been fired on the previous install. The blue reload was selected and clamping and firing were both completed successfully with 1 pause for compression during the firing. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. System log review did not reveal system errors that would have caused or contributed to the reported event. This complaint has been reported due to the following conclusion: the initial reportable complaint, pr 648914, captured the tissue pushout event. Fa on the returned sureform 60 instrument identified unintuitive motion to be present as the instrument moved opposite of the master tool manipulator (mtm). Unintuitive motion could lead to subsequent tissue damage. Note: refer to medwatch report (MDR) with patient identifier 648914 for MDR submission of the blue sureform 60 instrument reload.

Event description:
On (B)(6) 2023, intuitive surgical, inc. (Isi) received mw5115270 stating: "during case of robotic laparoscopic sleeve gastrectomy, robotic stapler did not completely fire. Result was an incomplete closure of tissue that was cut. Stapler was replaced and wound closed.". Through follow up with the customer, it was clarified that while using a sureform 60 instrument with a blue reload, the stapler malfunctioned by grabbing and tearing the tissue as well as applying malformed staples. The surgeon cleared the malformed staples and used a back-up stapler to repair the staple line. The estimated blood loss was 5 ml, and the procedure was completed robotically.